Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). See manufacture report number 2032227-2016-48319 for insulin pump.

Event description:
The customer reported via phone call, he was having issues with two infusion sets. One of them at worked his blood glucose went up to 468 mg/dl and the second he was unable to fill. When he was attempting to fill the tubing the insulin pump had alarmed insulin flow block he didn't recall his blood glucose at the time of the second incident. Troubleshooting was attempted on the insulin pump for the flow block alarm, however due to the customer replacing the consumables it was not properly completed. The customer stated he had gone to a medical center at work where the consumables (reservoir and infusion set) were replaced, then he treated with the insulin pump. His blood glucose then lowered to 85 mg/dl. The customer is not returning the reservoir for analysis as he threw the consumables away.